Event description:
The account alleged the head section will unintentionally run down electrically, this is an intermittent action. No pt impact.

Manufacturer narrative:
The account has isolated the cardio pulmonary resuscitation cable and switch and the head of the bed will still intermittently lower on its own. The wrench light is now active showing an error. The battery is functioning. The power supply is active. The account has isolated the caregiver pedals when head section was lowering and the same issue occurs. The siderail and all cables appear to be fine. The pt pendant is also removed, the tech asked the account to loosen the pendant cables from the logic board and if the head section starts to run down, he will be able to remove the cables. The account reported that the head section has not lowered since he has unplugged the pt pendant cabling from the logic board. The tech suggested isolating the pt hand pendant cabling assembly. No further info on the repair of the bed is available at this time.